Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. No other anomalies were found.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022. ¿

Manufacturer narrative:
The reported event of failure to interrogate via bluetooth (ble) telemetry was confirmed. Final analysis found the cause of the loss of ble telemetry to be consistent with a ble circuitry anomaly. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for novel cardiac system implant. During the procedure, it was found that the novel implantable cardioverter defibrillator (ICD) failed to be interrogated using bluetooth telemetry. It was noted the device was in wand-only status. The physician completed the procedure using an alternate ICD on (B)(6) 2021. The patient was recovering.